Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Investigation result of stent partially deployed. An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 6mm. No issues were noted with the profile of the stent. During the product analysis the investigator was able to retract and deploy the remainder of the stent without resistance. However, catheter bowing was observed during deployment. Visual and tactile examination found no kinks or damage along the entire length of the device. An examination of the stent crochet and suture identified no issues which could potentially have resulted in the initial stent partial deployment. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex¿ tracheobronchial stent was to be used to treat a stricture in the left main stem of the bronchioles during a stent placement procedure performed on (B)(6) 2015. Reportedly, the patient¿s anatomy was not tortuous although it had been dilated prior to stent placement. During the procedure, the physician began deploying the ultraflex¿ tracheobronchial stent when it was noted that the catheter started to buckle because the deployment string would not unravel to allow them to place the stent. The ultraflex¿ tracheobronchial stent was removed from the patient. The procedure was completed by placing another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.